Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2000. Sought medical attention nine days later for redness and swelling at the ear piercing site. Consumer prescribed oral antibiotics. Consumer was placed on a different oral antibiotic four days after this. Redness continued and consumer sought treatment again. At this time, an incision and drainage was performed and an i.v. Antibiotic was administered. For the third time, another oral antibiotic was prescribed.